Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the sensor failed during warm up. While the cgm was not displaying values due to the sensor failure, the patient fell while standing. The patient's wife called an ambulance and the patient was transported to the hospital. The patient was reportedly in diabetic ketoacidosis. The patient was treated with insulin and medications for other conditions. At the time of the report, two days later, the patient was released from the hospital and was feeling fine. Data investigation could not confirm sensor failure. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information was provided on 07/02/2025. It was clarified that the patient was in the hospital for less than 24 hours.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - correction to remove hospitalization from the initial MDR. H6 health effect - impact code - correction to remove code f08 hospitalization or prolonged hospitalization.